Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Eval codes - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2001. In 2006, the patient's knee was revised due to osteolysis around the baseplate and tibial screws.